Event description:
The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received. Associated MDR: 1018233-2.013-00994. Reference MFR# 9617613-2013-00125.